Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The cse inspected the device and replaced the flow sensor, oxygen sensor and solenoid. The unit passed extended self testing.

Manufacturer narrative:
The customer confirmed that the fisher and paykel humidifier was loose causing water ingress into the ventilator. Parts replaced were due to water contamination.